Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there were no major changes in activity that lead to the leakage and bladder infection the patient was experiencing. It was stated that the machine is set at 3.1, and they have had a change of 3 batteries. They are still purchasing night and day time diapers, and wetting the bed at night. To resolve the bladder infection, they had 3 two week prescriptions of antibiotics and one week of an additional antibiotic. Lab work related to the infection was done on the date prior to date notified and the results are pending. The patient also provided a medical history which indicated that they had diarrhea on (B)(6) 2016, a gi infection on (B)(6), and a sore throat/uti on (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient would be starting her fourth round of antibiotics. There were 2 bacteria involved in the infection and one of them cleared but the other did not. The patient asked if it was normal to have bladder infections. She did not have bladder infections before she got the implant. The device was implanted for leakage. She had to wear diapers at night. The patient programmer (pp) showed the implant was on and stimulation was comfortable. From midnight to 4 a.m. Things were good and she was dry, which was an improvement. By the time she woke up at 8 a.m. Her diaper would be soaked. She had to run to the bathroom every 2 hours and one time she stood up from reading a book and she wet herself. It was noted that she could drive 3 hours without stopping to use the restroom. The leakage symptoms started since implant, (B)(6) 2016. The bladder infection started in (B)(6) 2016, about a week after surgery. The patient saw the managing healthcare professional (hcp) last thursday. The patient mentioned she went through 4-5 pads a day and when she first got the device she was on 4.4, which was way too high.

Event description:
Additional information received as patient reported that they did not believe stimulation was helping and reports had gone to healthcare professional (hcp) several times (about 7 times) and also had experienced several utis since implant. Patient commented that they did not know if they were using the therapy correctly as they had not experienced any improvement, still wears thick pad at night however still waking up soaked and had to void two every 1.5 hours and had leakage. Patient had tried all 3 programs and could not increase any higher on the settings as then stimulation was irritating. Patient said had staged implant and did not remember results of stage one. Patient was advised to track their results starting with current program, and if they did not notice any improvement within 1-2 days to increase setting however only to point of comfort and then if needed to switch to different program and track as well. If patient had tried all 3 programs again without improvement, then patient to call hcp office to schedule review of their situation and reprogramming session.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.